Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of pump segment detached could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
Material#: 2426-0007 batch#: 24079494. It was reported by the customer that the pump segment that connects to the safety clamp came apart on 2 different occasions with drug in the line. Alaris pump alarmed air in line. The nurse went to attempt to move air along by pulling the tubing out of the pump and lightly taping pump segment. This is when the pump segment detached from the safety clamp causing drug to spill. Verbatim: rcc received a complaint via email. The pump segment that connects to the the safety clamp came apart on 2 different occasions with drug in the line. Alaris pump alarmed air in line. The nurse went to attempt to move air along by pulling the tubing out of the pump and lightly taping pump segment. This is when the pump segment detached from the safety clamp causing drug to spill.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim. The pump segment that connects to the safety clamp came apart on 2 different occasions with drug in the line. Alaris pump alarmed air in line. The nurse went to attempt to move air along by pulling the tubing out of the pump and lightly taping pump segment. This is when the pump segment detached from the safety clamp causing drug to spill. See attached photo.